Event description:
It was reported that this inflatable penile prosthesis (ipp) cylinders were not working properly; therefore, a surgical procedure was performed to remove and replace all the components. No patient complications were reported.